Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Deployment of the alto main body unintentionally covered the left renal. An attempt was made to re-wire; however, it was unsuccessful. The patient had normal creatinine, so the physician elected to complete the procedure. The patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Deployment of the alto main body unintentionally covered the left renal. An attempt was made to re-wire; however, it was unsuccessful. The patient had normal creatinine, so the physician elected to complete the procedure. The patient will continue to be monitored. Additional information: it was reported that post initial procedure the patient continued to decompensate and expired. The exact date of death was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as deceased. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae. B5 describe event or problem. G3 awareness date. H1 type of reportable event. H6 health effect - impact code; remove 4614. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.